Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported by the patient's wife that the patient's personal diabetes manager (pdm) was giving the wrong blood glucose (bg) reading. They stated that the pdm gave a reading of 128 mg/dl so they called the ambulance. When the emergency crew arrived they tested the patient's bg level and the reading was 28 mg/dl. Patient was taken to the hospital and admitted. The patient thinks they were receiving too much insulin from the pod. The patient received intravenous therapy with fluids to bring bg levels back up.